Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2024, a sales representative via (B)(4) reported that an ar-13999mf fastpass scorpion jaw was not closing all the way and was locked up mid-procedure. The patient was not affected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The cause of the reported failure is an internal manufacturing process issue. Ncr-28217 was opened to address this issue. The complaint was confirmed based on the customer's attached picture, which shows the device with the jaw not closing all the way.